Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the pump touch screen was unresponsive and delayed in responding to presses, that an empty cartridge alarm occurred while the cartridge was not empty, and that the insulin gauge was inaccurate. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.